Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 300 mg/dl. During troubleshooting, the customer confirmed that the drive support cap appeared normal. The customer was advises that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The insulin pump was unable perform prime and high blood glucose due to blank display. The insulin pump was received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.